Event description:
It was reported that the infusion pump was programmed to infuse a hyperal solution at 106 ml/hr. After 13 hrs of appearing to operate without difficulty it was observed that the IV solution container appeared fuller than expected. The amount of fluid descrepancy was not reported. The infusion pump changed out. When the second pump was started it alarmed "occlusion" within seconds. It was noted then that the central venous line was clamped. The nurse taking care of the pt indicated that the clamp may have been closed during the infusion. It was reported that the pt required add'l IV fluids to compensate for fluid balance.

Manufacturer narrative:
Section f completed by the MFR. The infusion pump was evaluated by baxter healthcare in the united kingdom. Accuracy testing was performed as well as checking the calibration and function of the occlusion sensors. These results were within specification. In addition, trials were performed where the roller clamp was closed below the infusion pump during the device operation. With each trial the pump alarmed appropriately. No abnormalities were found with the function of the infusion pump.